Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional procode: hwc. D9: complainant part is not expected to be returned for manufacturer . Review/investigation. E3: reporter is a synthes employee. H3, h6: part: 04.117.601s, lot: 8234p58, manufacturing site: mezzovico, release to warehouse date: 08 november 2023, expiration date: 01 november 2033. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an open reduction internal fixation (orif) surgery treating the humerus. The surgeon inserted the screw into the most distal hole of the plate, but torque could not be applied, and the screw idled. The surgeon removed the screw once, checked the insertion angle, and reinserted the screw, but the torque could not be applied to the screw. The screw was left in the body at the surgeon¿s discretion because it didn¿t seem to come out. The surgery was completed successfully with no surgical delay. Patient was stable. This report is for a 2.7mm/3.5mm ti va-lcp ext medl dhp 1h/rt/72mm-short-ster. This is report 1 of 2 for (B)(4).